Event description:
A malfunction with the code 16-0x20e6 was reported, involving a pump that required replacement as it was reset in the last 24 hours. There was no information provided regarding the customer's blood glucose level at the time of the event. The customer was informed that the pump needed replacement, which was confirmed to be within warranty. Instructions were provided for handling and returning the malfunctioning pump, and a replacement was arranged, although the customer declined to share information about backup therapy.